Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient bumped the pump on the counter and it was alarmed. The patient was instructed to press the power button and pump turned on. Error 41100 occurred. The battery door was opened then closed and the pump was powered back on and error 41100 was returned. The battery door was opened then closed and instructed to contact clinic for further assistance. The event occurred during while in use with patient at patient's home. There was patient involvement with no patient harm.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of error code 41100 confirmed through power up test, and the reported issue was confirmed. Visual and functional testing was performed. Upon further investigation, it was found that the main board problem. Replaced main board. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.